Event description:
Reporter has used patch for her lower back pain with no problem and purchased the smaller patch for painful shoulder. She wore on shoulder for 5 hours and while she was removing it, it pulled some skin off. Area was burned and very sore. She treated it with antibiotic ointment and covered with gauze. Follow up information in 2007. She saw doctor in 2007, because she was concerned about possible infection.